Manufacturer narrative:
The lead was discarded by the hospital and will not be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high out of range pacing impedance measurements. No additional adverse patient effects were reported.